Manufacturer narrative:
The insulin pump was received with broken off/missing retainer ring noted during testing. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer reported that there were broken parts falling in the reservoir compartment. The customer's blood glucose was 89 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.